Event description:
It was reported that during the implant procedure, there was no suture sleeve on the lead. However, there was one suture sleeve that was in the package. The physician thoroughly looked for it under fluoroscopy during the procedure and could not find it. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).